Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that after scanning two pts the system created pt folders for the two pts and also a third pt folder. The third pt folder contained the images from the firs tpt with the info for the second pt. These results were exported to pacs system. The customer contacted the local help desk and was able to successfully perform an offline reconstruction of the images for the two pts. The customer successfully separated the images on the pacs system. A philips helpdesk engineer confirmed there was no misinterpretation, mistreatment, or rescan associated with this event.